Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, on the first stapling fired on the stomach near the pylorus, the black reload as fired on a handle and the I-beam stopped just short of a full firing. The stapler stopped the firing and beeped. It was noticed that the I-beamed did not travel the last .5cm. When the load was moved from the tissue, a few staples were completely unformed . Upon inspection of the reload, the last 3-4 staples were not fired at the distal end. The surgeon removed the unformed staples and began the next staple firing across the completed staples. There was no patient injury.